Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el414 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify the statement ¿the clip is not tight¿. Are you referring to the clip not being tight after it has been attached to tissue? Did the clip fall off of the tissue? Please clarify the statement you made "there are situation out of clip." Are you referring to the cartridge itself and that it is short of clips?

Event description:
It was reported that during an unknown procedure, the clip is not tight. "There are situation out of clip." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.